Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73l1600530 was manufactured on 07/21/2015 a total of (B)(4) pieces. Lot was released on 07/22/2015. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the tube of the device is severely bent. No other defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier did not load the clip" could not be confirmed since functional inspection could not be performed on the returned device. The device was received with the tube severely bent. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Although the reported complaint issue other remarks: could not be confirmed, there was a confirmed issue with the returned device. Functional inspection was not able to be performed due to the tube being severely bent. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
During a surgical procedure the applier did not load the clip. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a surgical procedure the applier did not load the clip. There was no patient injury.